Manufacturer narrative:
It was found that the trigger magnet had become loose on the trigger shaft, which can continue activating the device, which be a cause of the device running without user activation.

Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility, the device was running in safe mode when the trigger was depressed. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no pt involvement and o delay to a surgical procedure.